Event description:
The manufacturer received information alleging a ventilator stopped operating with an alarm. There was no harm or injury reported. The device has been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator stopped operating with an alarm. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation, the customer¿s complaint was not confirmed, and a "ventilator inoperative" code was found in the ventilator's downloaded error log. The device's system board and display board were replaced to address the issue.